Event description:
A piece of this silicone tubing was placed in the anterior chamber of the eye and the external part placed underneath the scleral buckle during a shockett procedure on 12/13/93. About one month ago the tubing appeared to be migrating forward into the eye. When an attempt was made to reposition the tubing on 3/20/95, it was noted that the tubing had gotten longer. When the tubing was touched with the forceps, it disintegrated. Some of the tubing was removed. This tubing is purchased in 10' lengths and used in very small pieces. Physician has requested analysis of this tubing to determine if it had been properly cured.